Manufacturer narrative:
B3: the date of the event was reported as "around (B)(6) 2025". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained an eye injury coincident with use of the vest apx system. The patient had left eye cataract surgery in the summer of 2025 which took a prolonged time to recover due to delayed healing. The patient suspended use of the vest for approximately two weeks after surgery. The patient reportedly did not consult their eye doctor/surgeon regarding use of the vest device prior to or following the cataract surgery. The patient resumed use of the vest sixteen days post operatively. Approximately two days after resuming use of the vest the patient developed a ¿floater¿ in their left eye. After an unspecified amount of time, the patient followed up with their eye doctor who informed them that they had a ¿ruptured water sac which causes a permanent floater¿. The patient reported ¿if I turn certain directions, I can see the water sac¿. There was no report of a device malfunction. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned since the patient remains with the device; therefore, a device analysis could not be completed. The DHR was reviewed and no manufacturing issues were identified, and no abnormalities were found in the record. There were no in-process failures, and no rework or repair was performed on this device.